Event description:
It was reported that it was difficult to remove the stylet. Floccule was observed on the stylet upon removal. It was reported this occurred with five devices. This report addresses the fourth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp4535 showed six other similar product complaint(s) from this lot number. Device not returned.